Manufacturer narrative:
The investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While changing the wkly lyka on the cvc lumens the green adaptor (luer) on the cvc venous lumen separated and slid out of the transparent part of the lumen (extension). This was quickly reattached and aspirated for blood to ensure no air entered into the lumen. Blood flushed out of the lumen with normal saline and clamped.